Event description:
It was reported, the securfit stem size 8 was implanted after psl 54 cup and 40 f liner were implanted. The surgeon put on a 40 + 0 head trial located into the acetabulum found it satisfactory. Surgeon went to dislocate trial and could not dislocate. Spent 30 minutes trying, then proceeded to use a drill bit to drill into the trial then took osteotomes and chipped the trial out in pieces. Once removed put the real 40 + 0 head on and closed. Dr (B)(6) stated that trials do not fit tight enough on the trunion therefore in tight trialing situations the trial will slide up and down the trunion making it impossible to dislocate.

Manufacturer narrative:
A root cause could not be determined with the limited info provided. An eval of the device cannot be performed as the device was not returned to the MFR. Device catalog number and lot code was not provided and not made available upon additional request. Should additional info become available, the eval summary will be submitted in a supplemental report.